Event description:
International customer reported that a patient underwent a cholestectomy. The patient presented with an abdominal wound dehiscence two days post-op. The patient was returned to surgery for repair. The surgeon reports that two of three sutures "ruptured" in the middle of the incision. Additional information was requested; no further information was received.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. (Wound dehiscence occurred) - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 967696, mfg: 03/01/2008, exp 03/31/2013; lot: 970088, mfg: 03/01/2008, exp 03/31/2013. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00990 for the other medwatch. The same patient is represented in each medwatch.